Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: when removing the device from the plastic packaging, the silicone portion that surrounds the needle was stuck in the packaging and only the needle, exposed, came out. There was no possibility of using the material.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: when removing the device from the plastic packaging, the silicone portion that surrounds the needle was stuck in the packaging and only the needle, exposed, came out. There was no possibility of using the material.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an empty package, needle/safety barrel assembly and a needle cover with a catheter/adapter inside. Through the evaluation of the photograph, the catheter/adapter is shown inside of the needle cover. This may indicate that a misoriented adapter or needle cover occurred during the manufacturing process or during handling. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photograph provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.